Event description:
It was reported that the patient faced eight infusion set bent cannula issues on (B)(6) 2026 and (B)(6) 2026 and the event occurred three hours after insertion at the abdomen and upper buttocks site and the blood glucose level was 560 mg/dl and the patient was treated with a correction injection via multiple daily injection.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress (editable/can be removed) based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.